Event description:
This customer reported that they got "power interrupted" messages while monitoring a patient. There was no impact to the involved patient. The device is being returned to philips for evaluation.

Manufacturer narrative:
(B)(4): this customer reported that they got "power interrupted" messages while monitoring a patient. There was no impact to the involved patient. The device is being returned to philips for evaluation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.